Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: on investigation, there was evidence of short battery life illustrated by drastic drop of voltage leading to a low battery alarm on (B)(6) 2017. The battery compartment and battery cap were intact and without damage. The battery cap was able to fit securely to the pump. The pump powered on and ez-prime steps were successfully performed. Electrical currents were measured to be above specifications. Investigation duplicated the complaint; a cold solder connection on the transceiver board inside the pump was identified.